Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not charging and not powering on with a button press or test strip insertion. As a result, the customer was unable to monitor their glucose and experienced a seizure and was unable to self-treat. The customer had contact with a healthcare provider who administered unspecified "emergency medication" for the diagnosis of hypoglycemia. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues observed. Reader did not power on with button depression, strip or usb cable insertion. Reader was connected to approved software, however reader was not recognized. The reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader and no issues were observed. The returned battery voltage was measured. Pressure was applied to the cpu (central processing unit) while returned reader was placed in the test fixture. The reader did not power on. Battery was replaced with known good battery and attempted to power on reader; reader did not power on. Reader was placed into the reader pcba (printed circuit board assembly) fixture along with known good battery and pressure was applied to the cpu. The reader did not power on. An extended investigation was performed on the reader. Visual inspection has been performed on the de-cased returned reader and no damage on the reader casing or pcba was observed. A known good battery was used and attempted to power on the reader using the button, strip insertion, and known good usb/charging cable; however, the device did not power on. .the reader was placed into the freestyle libre 2 test fixture and it was able to turn on briefly when probed with a multimeter. When the reader turned on, an error message was displayed signaling that an external flash memory write event failure had occurred. Based on this analysis, a tests was run with an oscilloscope to check the integrity of the external flash memory chip (u10). The returned reader¿s u10 chip was being supplied with correct voltage measurements and communication signals were also found to be in specification. After backing up all logs on returned reader, the device was reset to factory settings, but the issue still persisted. The u10 chip was swapped with a known good chip and observed the following behavior: reader was able to turn on and booted up normally, however at the language selection screen corruption was observed. The reader¿s memory corruption can stem from the external memory chip or the internal memory chip (nxp processor). Analysis on the internal memory of the nxp processor was unable to be performed. Analysis the root cause of the corruption was unable to be determined but was likely due to u10 swap. Additionally, the original u10 chip was reviewed, and it was found the chip was damaged from the swap-out process. The root cause of the issue cannot be determined due to the damage, and therefore the issue is unable to test. At this time cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not charging and not powering on with a button press or test strip insertion. As a result, the customer was unable to monitor their glucose and experienced a seizure and was unable to self-treat. The customer had contact with a healthcare provider who administered unspecified "emergency medication" for the the diagnosis of hypoglycemia. No further treatment information was reported. There was no report of death or permanent impairment associated with this event.